Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The fine tuner echo was returned to service and repair due to not functioning. No injury was reported.

Manufacturer narrative:
Conclusions: according to the received information, a finetuner echo was sent to service _ repair because it was not functioning. During device investigation a failed capacitor was detected which was likely the reason for the observed issue. Also, another electronic component was damaged on the circuitry board. Electrical inspection could not be performed because of the observed issues. This is a final report.

Event description:
The fine tuner echo was returned to service and repair due to not functioning, namely it was found to be defective before it was issued to the recipient. No injury was reported.